Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and low blood glucose levels. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized due to low blood glucose levels . The patient's blood glucose levels dropped while wearing the pod. It was mentioned that the patient was vomiting. It was unknown how the patient was treated for this medical event. The patient was released the same day.